Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2014-product analysis:the pump was returned and evaluated by product analysis on 08/11/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed no evidence of a shortened battery life issue. The allegation of battery cap damage was not observed. A battery compartment crack was discovered. The battery cap was able to properly secure to the pump. The pump¿s electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.